Event description:
While servicing the device, the manufacturer's service technician reported the ventilator power fail alarm did not alarm per specifications. The service technician replaced the main pcb board to correct the reported problem. Performance verification and extended self testing was completed and tests passed to operating specifications. Factory analysis of the main pcb board revealed a shorted component. Failure of the main pcb board as noted resulted in the power fail alarm not activating upon loss of power.